Event description:
Device history record was reviewed and nothing was found related to the reported event. Partial device log history was reviewed. The logs sent do not match the date of the event. However insert set alarms were identified but although this could confirm the reported event, those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. Investigation revision: following reception of the provided document the reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced, only preventive maintenance has been done. Therefore, according to provided information, this complaint is considered as not valid as the pump is working properly (according to quality control certificate). To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid.

Event description:
The following has been reported: pump will randomly state "close door and insert line" and we open the pump, reattach the line, and it can be stuck on pump error for a few mins. Then we even have to restart the pump. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.